Event description:
The reporter stated an aa4203tl toric silicone single piece lens became stuck in the cartridge prior to insertion. There was no patient contact. The lens tore when expelled from the cartridge. The backup lens was implanted. The reporter stated the surgeon waited too long to use this lens, after the lens was loaded and was due to user error.

Manufacturer narrative:
Evaluation results - (other): visual inspection of the returned product found one haptic torn. There was evidence of clear surgical residue. Conclusions - (other): based on the complaint history and the evaluation of the returned product, the root cause of the event has been determined to be due to user error. It should be noted that the injector and cartridge were not returned for evaluation.